Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip of the blade. A piece approximately 0.419" x 0.074" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.

Manufacturer narrative:
An return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed, and a broken curved blade was observed.

Event description:
It was reported that during a da vinci-assisted pancreaticoduodenectomy surgical procedure harmonic ace instrument collision occurred. The chief surgeon also did not use other instruments to clean the adhered tissues on this harmonic ace. First, the excitation platform of the harmonic ace reported an error: a reminder of "reduce tip pressure" was shown. The nurse took out the instrument, and at that time, the harmonic ace was intact. Then the nurse wiped the adhered tissues at the tip of the harmonic ace with a gauze and inserted the harmonic ace into the robotic arm. The chief surgeon conducted a usage test of the harmonic ace. Subsequently, the steel sheet of the tip of the harmonic ace broke. The broken steel sheet of the instrument has been removed from the patient's body without causing any damage to the patient. Then a new harmonic ace was replaced for subsequent surgical operations. The procedure was completed.